Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 12:30 pm on (B)(6) 2022, the patient cgm displayed 181 mg/dl. The patient self-treated with 7 units of insulin. By 1:30 pm, the patient¿s cgm value had decreased over 90 points. The patient ingested pizza, peaches, and a diet coke; however, his cgm value continued to decrease into the 50s mg/dl. Emergency medical services (ems) was called and the patient ingested glucose tablets. The patient experienced weakness and sweating. Ems arrived and performed a bg which was 91 mg/dl. Ems evaluated the patient¿s oxygen saturation, blood pressure and performed an ECG to rule out a heart attack. The findings were normal, and the patient was not transported to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
The sensor was inserted into the abdomen on (B)(6) 2022.

Manufacturer narrative:
(B)(4) b3: date of event - correction b5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the abdomen on (B)(6) 2022." H2: correction